Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismaflex control unit, the patient experienced a cardiopulmonary arrest. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. Should additional relevant information become available, a supplemental report will be submitted.